Event description:
A customer contacted beckman coulter inc. (Bci) regarding erroneously high eosinophil (eo) differential results generated by the coulter lh 750 analyzer for several patients with no instrument generated flags. No erroneous results were reported outside the laboratory. There was no death or serious injury associated with this event.

Manufacturer narrative:
Samples were collected in vacutainer tubes and stored at room temperature. Qc was run before the event and recovered within assay limits. A field service engineer (fse) was dispatched and cleaned flow lens block, flow cell and laser. The fse performed vcs calibration, completed good start-up, latron and qc. The fse ran previous samples elevated on eosinophils and customer verified results which were acceptable. A clear root cause has not been determined for this event.